Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI: (B)(4). Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: at 6-week follow up: x-rays ¿ benign, rom 60, 30, 30, severe pain 7.5, ases score 12.5, health score 60. At 6-month follow up: x-rays ¿ benign, rom 60, 30, 30, severe pain 5.5, ases score 24.2, health score 35. At 1-year follow up: x-rays - grade 1 notching of the glenoid component, rom 15, 0, instability 7.6, severe pain 8.5, unable to do usual adl¿s, ases score 9.2, health score 65. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Common device name: phx. Concomitant medical products: comp primary stem 12mm mini m mini cat# 113632 lot# 804550. Comp aug mini bsplt w tpr md cat# 110032420 lot# 64175596, comp rvs cntrl 6.5x35mm st/rst cat# 115397 lot# 168370, comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 563970, comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 563970, comp lk scr 3.5hex 4.75x20 st cat# 180551 lot# 276830, comp lk scr 3.5hex 4.75x20 st cat# 180551 lot# 276830, mini humeral tray standard thickness +3 mm taper offset 40 mm diameter cat# 110031402 lot# 64282536, bearing standard 36 mm diameter cat# 110031418 lot# 64361162. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, associated reports: 0001825034 - 2020 - 03553, 0001825034 - 2020 - 03555, 0001825034 - 2020 -03556, 0001825034 - 2020 - 03557, 0001825034 - 2020 - 03558, 0001825034 - 2020 - 03559, 0001825034 - 2020 - 03560.

Event description:
It was reported that a patient underwent an initial left total shoulder arthroplasty. Subsequently, it was noted at one year follow-up, a grade one notching of the glenoid, severe pain, limited range of motion, instability, and decrease in activity of daily living. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.